Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion area was located in a moderately tortuous blood vessel. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During a plain old balloon angioplasty procedure (poba), it was noted that the balloon ruptured after the device was approached in to the lesion area. The procedure was completed with another of the same device. No patient complications were reported.